Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, acute stent thrombosis occurred. The 70-80% stenosed lesion was located in a non- calcified and mildly tortuous mid left anterior descending artery. A 2.5x16mm taxus liberte' drug eluting stent was deployed in the target lesion at 18 atms for 23 seconds. A 2.5x28mm non bsc drug eluting stent was then deployed more proximal to previously placed stent at 20 atms for 33 seconds. No pt injuries or complications occurred. The pt was sent to recovery. Approximately four hours later, the pt presented with chest pain. The physician found thrombus in the non bsc stent located in the mid left anterior descending artery. A non bsc balloon was inflated three times; 14 atms for 44 seconds, 13 atms for 32 seconds and 13 atms for 31 seconds. A 3.0x23mm non bsc drug eluting stent was advanced and deployed between the stents placed earlier in the day. The procedure was completed at that point. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.